Event description:
It was reported that the patient experienced inadequate stimulation due to the device having possibly been implanted in the wrong area, although the patient stated she thought it was due to device migration. The patient underwent a revision procedure in which the right lead was explanted and replaced with a new lead after new coordinates were calculated to determine the correct location of the new lead. CT, computerized tomography, scan and fluoroscopy imaging were taken and confirmed the new lead was placed in the correct area. The patient is doing well post operatively. The explanted lead is in route to the manufacturer for analysis.

Manufacturer narrative:
Device technical analysis: the returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The patient stated that there was lead migration, however imaging to confirm migration is not available. With all the available information, boston scientific concludes that the inadequate stimulation was likely caused by lead migration. Labeling review: a product labeling review identified that the device was used per the instructions for use product label. Additionally, lead migration and loss of adequate stimulation is noted within the IFU as a potential complication associated with the use of the device. Investigation conclusion: lead migration which could not be confirmed as imaging is not available is a known inherent risk associated with use of the device. Product labeling states that lead migration resulting in undesirable changes in stimulation and subsequent reduction in pain relief, is one of the possible risks of implanting the lead. The device was returned and analyzed and no anomalies were detected, however labeling review was conducted and this review determined that inadequate stimulation coverage was likely a result of lead migration.

Event description:
It was reported that the patient experienced inadequate stimulation due to the device having possibly been implanted in the wrong area, although the patient stated she thought it was due to device migration. The patient underwent a revision procedure in which the right lead was explanted and replaced with a new lead after new coordinates were calculated to determine the correct location of the new lead. CT, computerized tomography, scan and fluoroscopy imaging were taken and confirmed the new lead was placed in the correct area. The patient is doing well post operatively. The explanted lead is in route to the manufacturer for analysis. The correct implant date and device serial number were received.